Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm (air in line), which occurred on the homechoice (hc) during initial drain. The baxter technical service representative (tsr) explained the alarms and had the home patient (hp) cycle power 2 times to clear them. The hp stated he pressed go before connecting himself and after he connected the alarm sounded. The tsr explained that the supplies were compromised and the hp would need to start over with new supplies. The tsr then advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened. The hp stated that he called the rn and she told him to call us for a new hc. The tsr explained that the hc did not need to be swapped out as the alarm was a result of patient error. The tsr advised the hp to call the rn back and explain that to her. The tsr would send this complaint up to his manager for a followup call to the clinic as the rn stated the hc was defective without really knowing what was going on. The hp understood the explanations and cleared the alarms. They would start over with new supplies and would call the rn back. The hc was okay. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. The patient did reconnect to the setup. The patient did not inadvertently separate from the transfer set. The patient did press go to start therapy before connecting to the hc. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and would use new supplies to finish therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on 2/8/12 in regards to a system error 2240/2367 alarm and he was able to resume therapy after starting over with new supplies. He had accidentally pressed go before connecting and then connected. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on 2/8/12 in regards to a system error 2240/2367 alarm and she was aware of him having had that alarm. She had already discussed the alarm with the patient. Since then he has been completing therapy successfully.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient not connected when therapy initiated. The label review found the labeling adequate for the use error in this complaint.